Manufacturer narrative:
Correction: during follow up, it was clarified that there was no connection issue with the amia cassette. Based on the additional information received, the amia cassette was determined not to be a factor in the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The devices have been received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between two (2) units of amia cassettes and an unspecified product. There were difficulties connecting the cassettes to an unknown product. This occurred during use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.